Event description:
It was reported that a revision surgery was performed to correct patients discomforts. Surgeon determined this patient had a "lack of flexion" in his knee.

Manufacturer narrative:
The associated legion ps high flexion insert and genesis ii oxinium femoral component were returned and evaluated. A lab analysis was performed on the devices and it noted the tibia insert showed anterior deformation adjacent to the central inserter feature, lock detail deformations, and scratches and gouges on the inferior surface. The femoral component showed scratches on the posterior condyle articular surfaces, bone and bone cements adhered to the inferior surfaces. The report concluded the exact cause of observed scratches, gouges, and deformations could not be determined from the investigation of the devices. There were no observations of material or manufacturing deviations in the course of this investigation. A clinical investigation conducted during this investigation noted that no clinical relevant information has been provided to perform a thorough analysis of this issue. Based on the lab analysis/examination of the returned explanted components, the reasons for revision could not be determined. No further clinical assessment of this case is warranted at this time. A review of the manufacturing records for the insert did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did reveal additional complaints for this part. The lot number for the femoral component is unknown. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.